Manufacturer narrative:
Exact date unknown, event occurred in 2017. Explant date: 2017.

Event description:
It was reported that the patient experienced inadequate pain relief and was frequently charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.